Event description:
It was reported that the patient experienced "unpleasant electrical" sensations following a road accident. Impedances measurements were checked and showed normal values. The physician decided to replace the extension component of the implantable neurostimulator (ins) system. No injuries were reported and, since the replacement, the no longer had any pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of extension model 7489-51 (B)(4) showed no anomalies.

Manufacturer narrative:
Extension model 7489-51 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012.